Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels, diabetic ketoacidosis, pneumonia, chronic bronchitis, and chronic obstructive pulmonary disease. The customer's blood glucose was between 600 and 700 mg/dl. She stated that she was hospitalized for 4 days before being discharged. She stated that she was wearing the insulin pump at the time of admission. She also reported that the insulin pump had unresponsive buttons. The customer did not observe any significant events leading to the keypad issues. Her blood glucose was 600 mg/dl at the time of the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit was also received with normal operating currents, and no unexpected off no power or low battery alarm was noted. The unit had intermittent button response due to flattened up arrow, down arrow, and act button dome switches. No cosmetic damage was noted.